Manufacturer narrative:
The actual device was returned for evaluation. During repair, it was observed that the device clamps were worn, the hosing bearing was corroded and device components were worn and corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the quick coupling device was not holding the k-wires. During in-house engineering evaluation, it was determined that device would not hold the 0.6mm k-wire and was running roughly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon review of the complaint, it was determined that the date the device was returned to the manufacturer was reported as february 13, 2018 in the initial report and has been updated to january 2, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.